Event description:
It was reported that device interrogation identified elevated thresholds and intermittent loss of capture despite high programmed outputs on this right ventricular (rv) lead. The patient will be followed again in two weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.